Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set had popped out. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6) patient country: united states.